Event description:
It was reported that prior to implant, the device longevity bar appeared grey at interrogation. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated there was a low telemetry battery voltage. The analyst noted the save to disk file shows a grey bar prior to implant. The battery voltage was 2.95 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.